Event description:
The customer observed error code 1007, (unable to process test, activated read failure) generated from the architect i200sr analyzer with reaction vessel lot 69435p100. The abbott field service engineer confirmed the customer's issue and the suspect reaction vessels were replaced.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. Since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began the same day at 10:00 am. The cca noted that the pt manages her diabetes with oral medication; however, the pt denied taking any action regarding her diabetes management as a result of the alleged issue. Sometime after the issue started, the pt claimed she felt shaky. The pt was unable to confirm if she had to receive medical attention as a result of the issue or in response to the symptom. At the time of troubleshooting, the cca noted that the pt was unable to confirm if she had replaced the subject meter's battery. The pt did not have a new battery at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.